Event description:
It was reported that this patient has had previous untreated episodes due to t-wave oversensing. The patient had an elective procedure to revise the electrode in the past. The patient has received inappropriate shocks due to t-wave oversensing in the past. Recently, the patient received an additional inappropriate shock due to ventricular tachycardia at a lower heart rate than programmed. Technical services advised that it is physician discretion to reprogram the system depending if they would like to have this rate treated. No adverse events were reported.

Event description:
It was reported that this patient has had previous untreated episodes due to t-wave oversensing. The patient had an elective procedure to revise the electrode in the past. The patient has received inappropriate shocks due to t-wave oversensing in the past. Recently, the patient received an additional inappropriate shock due to ventricular tachycardia at a lower heart rate than programmed. Technical services advised that it is physician discretion to reprogram the system depending if they would like to have this rate treated. No adverse events were reported. This supplemental report is being filed to provide additional information regarding system deactivation. No additional adverse events.

Manufacturer narrative:
This supplemental report is being filed to provide additional information regarding system deactivation. No additional adverse events.